Manufacturer narrative:
(B)(4). Batch # n5307f. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was received fully fired. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire on the third stroke of the first firing with a green reload. The device was removed with the help of other tools. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.